Manufacturer narrative:
Additional information received that the patient had surgery on wednesday and was treated from thursday to sunday with anti-inflammatory. The patient was in a severe situation including vomiting and dizziness on sunday, four days after surgery. The patient reported that the physician prescribed and injected strong anti-inflammatory in him and the strong medicine was a cause of the side effect. The patient was hospitalized and received emergency treatment. Product investigation: product analysis indicated that the identified device failures could be a probable cause of the reported allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of unintended use error caused or contributed to event was chosen because the reported device allegation could be traced to sharp instrument damage during product analysis. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: fluid loss was reported. The two cylinders were visually and functionally inspected. Cylinder 1 has no leak. Cylinder 2 has a leak in the cylinder body caused by a sharp instrument. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 854979 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis ((B)(4)) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the reported events do not contain an allegation against the labeling. Shipping review: a shipping review was not required as the batch number was known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Pump the pump was visually and functionally inspected. There were no significant findings. The pump functioned as intended review of the manufacturing records for batch 801234 confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per cis product investigation wi, 92186855. Based on no significant findings on the returned device, and the successful functional testing, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with ams 700 crx inflatable penile prosthesis (ipp) due to cylinder puncture. The ipp system cylinders and pump were removed and replaced new components. However, the old reservoir was left implanted and a new reservoir was implanted.

Manufacturer narrative:
Model: pump cxm 72401110. Lot/sn: (B)(4). Mfg date: 11/19/2012. Exp date: 11/15/2017.

Event description:
It was reported that during an ams inflatable penile prosthesis procedure, the cylinder and pump were replaced due to fluid loss and the cylinder was punctured. The old reservoir is still in the body. The procedure was completed with a different device. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received via good faith effort response that a new reservoir was implanted and the old reservoir remained and was not removed. The patient outcome was reported to be well.

Manufacturer narrative:
Additional information received that the patient is facing an issue with the pump and is expected to have a revision on 24sep2019. The patient reports that the pump has a dimpled issue and once the pump is dimpled it does not work. The patient also reports that the physician recommended that he gets the entire device replaced. The patient experienced inconvenience walking, mental instability, vomiting, severe dizziness and was diagnosed with acute kidney disease post procedure. The patient is suspecting that the physician is overusing his power. Product investigation: product analysis indicated that the identified device failures could be a probable cause of the reported allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of unintended use error caused or contributed to event was chosen because the reported device allegation could be traced to sharp instrument damage during product analysis. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: fluid loss was reported. The two cylinders were visually and functionally inspected. Cylinder 1 has no leak. Cylinder 2 has a leak in the cylinder body caused by a sharp instrument. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 854979 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the reported events do not contain an allegation against the labeling. Shipping review: a shipping review was not required as the batch number was known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Pump the pump was visually and functionally inspected. There were no significant findings. The pump functioned as intended review of the manufacturing records for batch 801234 confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per cis product investigation wi, 92186855. Based on no significant findings on the returned device, and the successful functional testing, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with ams 700 crx inflatable penile prosthesis (ipp) due to cylinder puncture. The ipp system cylinders and pump were removed and replaced new components. However, the old reservoir was left implanted and a new reservoir was implanted.

Event description:
It was reported that during an ams inflatable penile prosthesis procedure, the cylinder and pump were replaced due to fluid loss and the cylinder was punctured. The old reservoir is still in the body. The procedure was completed with a different device. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received via good faith effort response that a new reservoir was implanted and the old reservoir remained and was not removed. The patient outcome was reported to be well.

Manufacturer narrative:
The two cylinders were visually and functionally inspected. Cylinder 1 has no leak. Cylinder 2 has a leak in the cylinder body caused by a sharp instrument. The pump was visually and functionally inspected. There were no significant findings. The pump functioned as intended product record review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with ams 700 crx inflatable penile prosthesis (ipp) due to cylinder puncture. The ipp system cylinders and pump were removed and replaced new components. However, the old reservoir was left implanted and a new reservoir was implanted.